Event description:
On 4/1/2022, it was reported by a sales representative via email that an ar-8990st dx fibertak was inserted in the patient and upon removal of the shaft, the top came off the inserter shaft. This was discovered during a procedure on (B)(6) 2022. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed based on the customer provided photo, which displays the shaft has detached from the handle. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces. No change in harm was identified.